Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. During the lead revision as a result of lead perforation there was an atrial bipolar high and undefined lead impedance warning. The ra lead remains in use. No further patient complications have been reported as a result of this event.